Manufacturer narrative:
H4: the lot was manufactured between april 02, 2023 and april 04, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix 500 ml eva tpn bags were leaking from the middle port. The leak was further described as, ¿a pinpoint leak coming straight down the middle port¿. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.